Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus). Following an assessment of the mental and physical state of the patient, a surgical procedure was performed in which the existing device was removed. It was indicated that there were no device issues. The constant pressure of the cuff was the suspected cause of the erosion; however, it was also stated that this possibility is present in every aus case. The patient fully recovered following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no device performance allegation. Erosion is a known inherit risk of this type of procedure and listed in the device instruction for use (ifi). Based on the information available, a conclusion code of no problem detected was assigned to this investigation.